Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. The u-blade stopped short of the final position. Thus the surgeon extracted the u-blade and changed to the standard lag screw and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.